Manufacturer narrative:
Field service rep evaluation: a vyaire field service representative (fsr) evaluated the device onsite. The fsr found no anomalies and could not duplicate the reported event. The fsr performed the user verification test, operational verification procedure and a two-thousand hour preventative maintenance procedure. The device was returned to the customer having met manufacture specifications.

Event description:
The customer reported that the oscillator device stopped oscillating, while the device was in use on a patient. The patient was removed from the oscillator device and placed on a different device. The customer stated there was no patient harm with this event.